Event description:
A 2.75 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent was deployed in to a patient. The target lesion located in the lcx # 11 was described as at bifurcation, moderately tortuous, with moderate calcification and 95% stenosis and was pre dilated. After deployment, kissing balloon technique was performed; then angiography confirmed that the relevant stent had extended. The patient is reported to be fine and no other clinical sequelae were reported. After checking the cine images again, the physician commented that the stent seems to have been extended before performing the kissing balloon. Medtronic received the procedural cd for review; however, the root cause of the reported event cannot be confirmed from the ivus images provided.

Manufacturer narrative:
(B)(4). Evaluation, method: cd. Results: unable to confirm root cause of event from cd images.